Manufacturer narrative:
(B)(6). Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was inserted normally, but blood was found in the tubing. The iab was pulled out and a new one was inserted. The indication for use was CABG (coronary artery bypass graft). There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on inner lumen within the membrane approximately 9.7cm from the iab tip. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 15.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was inserted normally, but blood was found in the tubing. The iab was pulled out and a new one was inserted. The indication for use was CABG (coronary artery bypass graft). There was no reported injury to the patient.